Event description:
Analysis of the returned device revealed that the polytetrafluoroethylene (ptfe) coating was peeling on the guidewire. There were no clinical consequences to the patient.

Event description:
Analysis of the returned device revealed that the polytetrafluoroethylene (ptfe) coating was peeling on the guidewire. There were no clinical consequences to the patient.

Manufacturer narrative:
The guidewire was returned in the dispenser coil. The guidewire examined and found to be bent at 31.5 cm and 57.5 cm from its proximal end. It was also bent in the middle section. The polytetrafluoroethylene (ptfe) coating was scraped off at 38.0 cm from its distal end. As ptfe coating is 100% inspected for anomalies prior to release, this is not believed to be related to manufacturing. Based on the results of the manufacturing record review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Based on additional information, this issue occurred during unpacking. The cause for the reported issue could not be definitively determined.

Manufacturer narrative:
The guidewire was returned in the dispenser coil. The guidewire examined and found to be bent at 31.5 cm and 57.5 cm from its proximal end. It was also bent in the middle section. The polytetrafluoroethylene (ptfe) coating was scraped off at 38.0 cm from its distal end. The observed scraped/peeled ptfe coating is believed to have occurred from an insecurely tightened torque device. Per the device directions for use (dfu): ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.).¿ since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling, the cause is considered to be related to the dfu instruction not being followed.

Event description:
Analysis of the returned device revealed that the polytetrafluoroethylene (ptfe) coating was peeling on the guidewire. There were no clinical consequences to the patient.